Manufacturer narrative:
See scanned pages.

Event description:
Literature: brochard s, remy-neris o, filipetti p, bussel b. Intrathecal baclofen infusion for ambulant children with cerebral palsy. Pediatr neurol. 2009;40(4):265-270. Summary: this study assessed the effects of continuous intrathecal infusion of baclofen on the gait of 21 ambulant children with cerebral palsy. Postural control was the same or improved. No one required walking aids that provided more support than those they previously used. There was a significant decrease in each muscle group. No one demonstrated a large decrease in functional ability. It was reported that the pt developed aseptic meningitis after implantation.